Manufacturer narrative:
Results: the embolization coil had offset coil winds on its proximal end. The smart coil pusher assembly was kinked approximately 34.0, 60.0, and 100.0 cm from its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the embolization coil¿s proximal end. If the introducer sheath is not properly aligned in the hub prior to advancement, resistance may be experienced, and offset coil winds may occur. These offset coil winds likely contributed to the inability to advance the embolization coil within its introducer sheath. Further evaluation revealed kinks on the smart coil pusher assembly. These kinks were likely incidental and may have occurred during packaging for return to penumbra. The sl-10 (non-penumbra microcatheter) mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra smart coils (smart coils). It was noted that the patients vessel were slightly tortuous and calcification was confirmed. During the procedure the physician used a non-penumbra microcatheter to successfully place a coil in the target location. The physician then experienced resistance and was unable to advance a smart coil out of its introducer sheath and into the microcatheter, and therefore the smart coil was removed. The physician attempted to advance the smart coil out of its introducer sheath again, away from the microcatheter, however was still unable to advance it. Therefore, the procedure was completed using new smart coils, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.